Event description:
It was reported that this electrode was suspected to be fractured and was exhibiting oversensing of noise. No changes have been made at this time and the electrode remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this electrode was suspected to be fractured and was exhibiting oversensing of noise. No changes have been made at this time and the electrode remains in service. No adverse patient effects were reported.